Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a diluent leak from a disconnected tubing at the blood sampling valve (bsv) port 4. The fse replaced the tubing, resolved the leak and vacuum errors. The fse reported that the differential was failing startup tests. The fse found that the differential lytic reagent (elyse) pump was leaking and replaced both the pump and the associated tubing. This repair resolved the leak and differential startup failure. The system performance was verified. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that approximately a quarter (1/4) cup of blood and diluent was leaking from the coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer also reported that there were instrument generated "low vacuum error" messages at the time of the leak. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and a face shield at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event.